Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2352700. Model:sc-2352-70. Serial/batch:(B)(6).

Event description:
It was reported that the patients left occipital spinal cord stimulation (scs) lead had eroded through the scalp. The patient underwent a revision procedure wherein the lead was cut and removed the distal tip. The physician did not wish to disconnect the remaining part of the lead from the implantable pulse generator (ipg). The patient was doing well postoperatively. The explanted piece of the lead will not be returned per hospital policy.